Event description:
It was reported that the patient presented to the physician's office after receiving therapy. The device alerted possible output circuit damage. Aborted therapy and noise were observed on the egms. The device and lead were replaced.

Manufacturer narrative:
A partial lead was returned. Analysis found lead abrasion from contact with the ICD can at the outer insulation 11.5cm from the pins over the rv cable lumen. The rv cables were exposed. One of the rv cables showed insulation abrasion and the filars were melted apart. The ICD output circuit damage can occur from this type of short. The returned portion of the lead exhibited normal electrical characteristics.